Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead there was a suspected lead failure and the presence of noise was confirmed. An attempt was made to improve the noise to no effect. The lead remains in the patient and a replacement lead was implanted. No patient complications have been reported as a result of this event.